Event description:
It was reported that the atrial lead exhibited noise and high thresholds. The lead was explanted and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).